Event description:
The facility's user facility report stated that when "attempting to start cardizem drip, triple channel IV pump was turned on and channel a began alarming out of service. This delayed much needed care to the pt". The serial number of the device was not provided. Section f10 of the user facility report listed pt codes describing that the pt experienced low blood pressure and electrocardiogram changes. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt injury, pt's demographics, diagnosis or status. Medical intervention, medication involved, or the set up of the infusion device.